Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 372 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Patient's mother reported bg levels remained high despite giving water and delivering insulin, so she decided to remove pod. As treatment, a new pod was applied.